Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP alleging the screen does not turn on at all. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint is reproduced, the pca is burned, display with scratches, outlet seal contaminated. Device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."